Event description:
It was reported to philips that ippc memory was full, no x-ray possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedure was completed as planned, with the minimal fluoroscopy until the end of the investigation. The review of system log files showed malfunctioning frontal ip-pc which confirms the malfunction. Upon troubleshooting action, the remote service engineer (rse) visited remotely and confirmed that the ippc memory was full. To resolve the issue, rse remotely recreated the image store and restored the ippc. Nevertheless, rse recommended replacing the ippc. After replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.